Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer reported that reservoir did not fill properly and could not get rid of air bubbles. Customer stated that some infusion sets and reservoir are not working. Customer stated that he is short about 3 reservoir and quick sets. Customer has discarded product. The customer was advised that we will send replacements.